Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d6b; d9; h3; h6.

Event description:
The device has been explanted.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of rupture was received on july 18, 2024 with lot number 2875154. Based on the product analysis performed, the assessments of the complaints are: rupture: observed broken device assessed as surgical impact opening. And missing piece of shell assessed as inconclusive. As per the investigation procedure stress mark, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.